Manufacturer narrative:
This device lot is not distributed in the united states of america. Adverse event reported by distributor to the manufacturer on 04-sep-2019. Device lot was identified. DHR of this lot was analyzed with no faults, including raw material. Returned device was inspected with no dimensional issues. Failure mode detected was a fracture due to fatigue. Clinical analysis was made by an orthopedic surgeon. Post-operative and pre-reoperative images show no fracture reduction was performed, no bone contact between fragments with a consequent non-fracture healing. The nail was then overloaded and fracture happened due to fatigue after 5 months. Conclusion was that the device was not responsible for the event.

Event description:
Surgery performed on (B)(6) 2019. A femoral nail d9x340mm was implanted. No complications were reported during the surgical procedure. Re operation due to pain reported by the patient on (B)(6) 2019. The femoral nail was broken on the nail distal hole.